Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(4) 2013, inratio 5.5, lab 1.6. Therapeutic range =2.0 - 3.0. Time between testing: 1 hour.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio meter inr = 5.5, ref. Inr = 1.6, mean = 3.55, confidence limits = 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #304243 on (B)(6) 2013. Results as follows: donor a 200, inratio 2.3, 2.4, 2.3, reference 2.32, bias threshold 1.32 - 3.32, %cv 2.47. Donor b 202, inratio 2.8, 2.6, 2.5, reference 2.78, bias threshold 1.78 - 3.78, %cv 5.80. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #304243 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.